Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the issue did not recur. The customer successfully rejoined the sensor session and resumed insulin delivery while on the line with technical support. The customer was advised to monitor the pump and call back if the malfunction code reappears.